Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer is calling to allege that the pump is no longer delivering insulin properly. Customer advised this morning his glucose was 22.5 mmol/l/. He has stopped pump therapy because he believes the pump is under delivering insulin. He is treating himself with insulin injections. No adverse event alleged. A request was made for the return of the device.